Manufacturer narrative:
One sensor was inspected and was found broken and missing the broken part. It could not be confirmed that the customer received the sensor damaged because it was returned opened and used.

Event description:
It was reported that the customer's blood glucose was 110 mg/dl. Caller stated that the sensor was giving incorrect readings and sensor error every 5 minutes. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.